Manufacturer narrative:
Covidien reference number: (B)(4). The cse inspected the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). The cse performed calibrations and extended self-testing which resolved the customer reported issue.

Event description:
Covidien received information of a ventilator with lines on the top liquid crystal display (lcd). The malfunction did not occur during patient use.